Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with dried body tissue entwined in the helix. The conductor coils were deformed at 210 mm from the terminal pin. Insulation was cut at 192 mm from the terminal pin, most likely due to the removal of the suture sleeve as that was also cut. There was nothing visually wrong with the lead that would have caused a dislodgment.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. Additionally, increased pacing threshold measurements were observed. The lead was found to have dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure.